Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. The right atrial lead exhibited high capture thresholds. The lead was capped and replaced. The patient was in stable condition post surgery.